Event description:
The customer reported the sys locked up and there was no image when x-raying. No pt injury was reported.

Manufacturer narrative:
(B)(4). The sys was repaired, found to be operating as intended, and released to the customer for use.